Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day, the cgm was reading 105 mg/dl and the blood glucose reading was 25 mg/dl. The patient experienced loss of consciousness without any previous symptoms. The patient's daughter called an ambulance. There is no documentation about any treatment provided for the event. At the time of the report the patient was ok and back to normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.